Manufacturer narrative:
Product ID 8703w, lot# l50052, implanted: 1998 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass was reported. At the last refill in (B)(6) ¿ they got back 11cc¿s more than they were expecting. An MRI was performed the day of the report and though they could not clearly see the tip of the catheter, it appeared to be at t12. Per the reporter, they planned to place a new catheter. The patient was experiencing symptoms of withdrawal. The pump was used to deliver morphine, bupivacaine and infumorph. Additional information later reported the patient had increased pain in (B)(6) 2014 prior to the last refill where they aspirated 11cc more than expected. Three days ago, the patient began experiencing withdrawal symptoms. They were unable to aspirate the catheter via the cap so they are replacing the old catheter with a new one. It was further reported they aspirated back from the reservoir 5.5cc¿s more than expected the day of the report and per the reporter they anticipated it would have been even more then that if they would have waited for the next refill date of (B)(6) 2014. An MRI was also done to rule out an im but they were unable to see anything. Additional information received later reported, the patient presented to ER with signs of withdrawal on (B)(6) 2014. The reporter believed the patient¿s symptoms at this time were chills and restlessness. The manufacturer representative had received a call regarding the patient and requested to come in to support a catheter revision for a suspected granuloma. MRI imaging was completed for this potential granuloma. No granuloma seen per the hcp. The hcp then removed the old catheter entirely, which was an 8703w and replaced it with an 8780 catheter. The initial settings were morphine 50mg/ml concentration, running at 13.503mg/day. Bupivicaine 26 mg/ml concentration, running at 7.022 mg/day the original pump was kept and after emptying the reservoir, conducted a back table prime using 0.3cc in order to completely empty the pump. They filled the pump with infumorph 10mg/ml concentration and set the new dose to 0.48mg/day. After filling the reservoir with the infumorph, the pump was connected to the new catheter and programmed a priming bolus to prime the inner tubing and catheter. To the reporters knowledge the patient completely recovered without any further complaints.